Manufacturer narrative:
Batch review performed on 25 august 2020: lot 1907401: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 months after primary the surgeon revised successfully the patient hip removing the cup, the liner and the ball head. The cup mobilized to a too much anteverted position and the surgeon decided to perform the revision surgery.